Event description:
According to the available information doctor was adjusting the suture loop of the altis and it snapped from the sling-dynamic anchor side. The doctor decided to not put in a sling as after inserting the 2nd altis sling, a cystoscopy confirmed a bladder neck injury. The bladder injury was related to the initial surgical incision. It was noted the patient had a large pelvis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information doctor was adjusting the suture loop of the altis and it snapped from the sling-dynamic anchor side. The doctor decided to not put in a sling as after inserting the 2nd altis sling, a cystoscopy confirmed a bladder neck injury. The bladder injury was related to the initial surgical incision. It was noted the patient had a large pelvis.